Event description:
It was reported that a continu-flo solution set leaked from the y-site (clearlink). This was observed during patient infusion with carboplatin chemotherapy. The pump was stopped and disconnected; the chemotherapy was remade. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction (missing information): b3, d10. B3/d10: the event occurred on an unspecified date of may 2025. Should additional relevant information become available, a supplemental report will be submitted.